Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b5, d1, d3, d5, g1, g2, and h6. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 15-oct-2022 to 14- oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2-2 failed to open due to a damaged retractor band. A field service engineer replaced the retractor bands to resolve. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that the bd pyxis anesthesia es system drawer failed and displayed a "failed to stay closed" error message, preventing user access to the station. The customer stated that there was a delay because users had to go to another station to obtain the required medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer 2-2 failed to open due to a damaged retractor band. A field service engineer replaced the retractor bands to resolve. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis anesthesia es system drawer failed and displayed a "failed to stay closed" error message, preventing user access to the station. The customer stated that there was a delay because users had to go to another station to obtain the required medication. The customer added that the user had to pull the medication from another station. There were no adverse events or injuries reported based on this event.